Manufacturer narrative:
Results: product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with no blood visible. There was no contrast visible. The core was separated, 2.5 cm distal to the proximal solder. The separated portion was not returned. The tip coils were stretched distal to the proximal solder for a length of 18.5 cm. There was no other damage noted to the guide wire. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire tip remains in the coronary. Device issue: separated guide wire tip. It was reported that the device was used to treat another company's stent which reportedly had in-stent restenosis. However, while another company's stent was being deployed, the guide wire became jailed between the stent and the artery and the tip of the guide wire became separated and lost in the proximal right coronary artery (rca). There are no plans for surgery to retrieve the separated tip at this time. No additional event or patient information is available.